Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected and prevented by following the instructions for use: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope nozzle was clogged with foreign material. The issue was discovered during inspection for use in a diagnostic procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.